Event description:
The pt's mother reported that she was unable to prime their child's pump . The child has been in the hospital in dka two days before. The cause was unexplained. A review of the pump history showed an occlusion alarm. Tried multiple times with pt to prime the pump, including changing batteries and new cartridge, tubing, with no success. While priming there was no noise of the motor running, instead a very rapid, continual beeping.